Event description:
Iabp intermittently alarming gas leak. Iab cath line inspected and tubing replaced due to condensation. Gas leak alarm continued every 2-4 hrs. Balloon removed and not replaced. No pt injury reported.